Event description:
It was reported that during homecare a renasys go device gave a leak warning that was resolved with a dressing change, but then it displayed a blockage full canister alarm. The patient's wife noticed that there was very little drainage in the canister. After following the troubleshooting steps instructed by a nurse on the phone, the alarm did not resolve and she said drainage did not move at all. She then turned the device off and on and it resolved for a moment but then went back to blockage/full alarm. A back up device was not available.

Manufacturer narrative:
Result of investigation the device used in treatment has not been returned for evaluation. Without this evaluation it has not been possible to establish a relationship between the device and event reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed and shown further instances, which are being monitored to determine if additional preventive or corrective actions are required, however no further actions are deemed necessary in relation to this complaint which is now closed and recorded, insufficient information to determine a root cause. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.